Manufacturer narrative:
(B)(4). The rt206 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: only the pressure line of the rt206 breathing circuit was returned to fisher & paykel healthcare in (B)(4) was returned for inspection. It was pressure tested for leaks. Results: no leaks were observed during pressure testing. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. No fault was found with the returned pressure line. Our user instructions that accompany the rt206 adult inspiratory-heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported via a distributor that air leaked from the pressure line of an rt206 adult inspiratory-heated breathing circuit. A hospital's medical engineer confirmed that there was slit on the pressure line. This was noticed prior to patient use. No patient consequence was reported.